Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unknown age patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. However, during the procedure difficulty was encountered as the guidewire kinked upon insertion. Consequently, the guidewire was explanted, and a new wire was successfully used to complete the implant. There was no harm to the patient.

Manufacturer narrative:
The investigation for product damage (guidewire damage - peripheral vessels) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.